Event description:
This is a spontaneous case report received from a medical doctor in united states on 07-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. According to the physician, the essure procedure was uncomplicated but patient absorbed a lot of distention fluid because of rare condition: ohia (operative hysteroscopy absorption syndrome). Procedure done and fluid deficit noticed. The patient was admitted and observed overnight. She had uncomplicated recovery. Hsg test was unsuccessful, so depo provera shot given for another 3 months. Essure was not removed. Quality safety evaluation of ptc received on 17-jun-2016: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 21-jun-2016 from physician. Essure was indicated for permanent birth control. Management for patient who cannot have hsg confirmation test. Patient has ohia (operative hysteroscopy intravascular syndrome) and absorbed excess dissension fluid after initial bilateral insert placement (ae reported). Procedure was otherwise uncomplicated. Confirmation test with hsg was attempted but could not be performed. Seeking guidance on management. Currently on 2nd shot of depo for alternate contraception.le a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an ohia (operative hysteroscopy intravascular absorption syndrome). She absorbed a lot of distension fluid during hysteroscopy for essure (fallopian tube occlusion insert) insertion. The patient was admitted and observed overnight. She had uncomplicated recovery. Essure was not removed. The absorption of distension fluid, interpreted as hypervolemia, is listed in the reference safety information for essure. There is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. Considering that this hypervolemia occurred during the essure procedure, a causal relationship with essure cannot be excluded. This case is regarded as incident since hospitalization associated with essure was reported. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Follow-up received on 06-oct-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an ohia (operative hysteroscopy intravascular absorption syndrome). She absorbed a lot of distension fluid during hysteroscopy for essure (fallopian tube occlusion insert) insertion. The patient was admitted and observed overnight. She had uncomplicated recovery. Essure was not removed. The absorption of distension fluid, interpreted as hypervolemia, is listed in the reference safety information for essure. There is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. Considering that this hypervolemia occurred during the essure procedure, a causal relationship with essure cannot be excluded. This case is regarded as incident since hospitalization associated with essure was reported. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was obtained.